Event description:
It was reported from brazil that a pt presented with an allergic reaction to the dressing. "Her skin became red exactly where the hydrocolloid was adhered." No additional info was provided. Pt outcome is not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Aquacel/aquacel ag - surgical cover dressings. The batch record review was performed. The review found the process sampling and testing of intermediate subassemblies and the finished product was performed and documented throughout the order. The components used to assemble the adhesives were approved for used; no objective evidence of discrepancies.